Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the non-health care professional states that sensation of scratch after wearing contact lenses, additional information has been received stated that, consumer called and informed several contacts did not work for her, regardless of the solution used, the contacts would harden, eyes stayed red, irritated and a contact actually cut on right eye which resulted in an eye infection. Consumer sought medical attention and was treated with unspecified eye drops. The current condition of consumer symptom is unknown. No additional information has been available at the time of reporting.